Event description:
It was reported that the patient underwent localized alveolar ridge augmentation utilizing rhbmp-2/acs concurrent with dental implant placement. Immediately post-op, the patient developed mild erythema and edema. No treatment was performed, and the symptoms resolved.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event.